Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg)values reached as low as 24 mg/dl wile wearing the pod longer than 48 hours on the leg. The ambulance came to the home and the patient was diagnosed with hypoglycemia and was treated with intravenous fluids of sugar. The patient declined to go the hospital and bg levels returned to normal range.